Event description:
It was reported that 40 inappropriate shocks were delivered by the ICD on (B)(6) 2013. Pt was admitted in hospital due to cardiac arrest, following which he went into coma. Analysis of the episodes of (B)(6) 2013, revealed the presence of both v noise oversensing and true ventricular arrhythmia (vf). However, due to overload (i.e. The detection of low shock impedance), no shock was delivered. A ventricular lead issue is suspected (isoline lead, reported under MDR# 1000165971-2013-00401).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Method (other): the programmer files were reviewed. Conclusion and recommendations: overload (i.e. The detection of low shock impedance) was confirmed for 26 shocks over the 41 shocks that were recorded on (B)(6) 2013. Consequently, no shock was delivered (0.0j shock) - at least for these 26 shocks. No information was available about the 15 remaining shocks, but it is probable that these shocks were also in overload and not delivered. The corresponding warning message for "low shock impedance" (warning [3]) was displayed upon interrogations on (B)(6) 2013.